Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5072516) on 01-aug-2017. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. Concomitant products included antiallergic agents, excl corticosteroids, ibuprofen, oral contraceptive nos and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe, lower abdominal pain/severe cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe abdominal distention/bloating"), gingival discolouration ("blackened gum lines"), toothache ("painful teeth"), skin disorder ("skin breakdown"), rash ("rashes on her arms, knees, ears and underarms ,skin rash"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), allergy to metals ("allergies/sensitivity to metal/tested positive for allergies to cobalt dichloride abd isothiazolinone mix"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dry skin ("allergic or hypersensitivity reaction type:dry patches"), pruritus ("allergic or hypersensitivity reaction type:itching"), headache ("headaches"), uterine enlargement ("other injury(ies) or complication (s) please describe:enlarged uterus"), ovarian cyst ("other injury(ies) or complication (s) please describe:ovarian cyst"), uterine prolapse ("other injury(ies) or complication (s) please describe:prolapsed uterus"), hormone level abnormal ("hormonal changes"), erythema ("redness") and dental caries ("tooth decay"). The patient was treated with morphine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, abdominal distension, gingival discolouration, toothache, skin disorder, rash, dyspareunia, fatigue, migraine, alopecia and weight fluctuation had not resolved and the vaginal haemorrhage, dry skin, pruritus, headache, uterine enlargement, ovarian cyst, uterine prolapse, hormone level abnormal, erythema and dental caries outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, dental caries, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, gingival discolouration, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, skin disorder, toothache, uterine enlargement, uterine prolapse, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: most symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - in (B)(6) 2017: cobalt dichloride,isothiazolinone mix allergies hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: dry skin, vaginal haemorrhage, pruritus, headache, ovarian cyst, uterine enlargement, uterine prolapse, hormone level abnormal were added. Product batch number, stop date added. Concomitant drug added. Reporter, patient demographic information updated. Processed with fu2 incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5072516) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("the coils could not be seen") in an adult female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. Concomitant products included antiallergic agents, excl corticosteroids, ibuprofen, oral contraceptive nos and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe, lower abdominal pain/severe cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe abdominal distention/bloating"), gingival discolouration ("blackened gum lines"), toothache ("painful teeth"), skin disorder ("skin breakdown"), rash ("rashes on her arms, knees, ears and underarms ,skin rash"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), allergy to metals ("allergies/sensitivity to metal/tested positive for allergies to cobalt dichloride abd isothiazolinone mix"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dry skin ("allergic or hypersensitivity reaction type:dry patches"), pruritus allergic ("allergic or hypersensitivity reaction type:itching"), headache ("headaches"), uterine enlargement ("other injury(ies) or complication (s) please describe:enlarged uterus"), ovarian cyst ("other injury(ies) or complication (s) please describe:ovarian cyst"), the first episode of uterine prolapse ("other injury(ies) or complication (s) please describe:prolapsed uterus"), hormone level abnormal ("hormonal changes"), erythema ("redness"), dental caries ("tooth decay"), ovarian enlargement ("enlarged left ovary"), thyroid hormones decreased ("low thyroid"), blood cholesterol increased ("high cholesterol"), frustration tolerance decreased ("frustrated"), menstruation delayed ("delayed period"), muscle spasms ("muscle spasm"), uterine tenderness ("uterus sensitive to touch"), lactation disorder ("im producing milk") and lividity ("livid"). The patient was treated with morphine, surgery (salpingectomy (bilateral removal of fallopian tubes).essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, abdominal distension, gingival discolouration, toothache, skin disorder, rash, dyspareunia, fatigue, migraine, alopecia and weight fluctuation had not resolved and the device dislocation, vaginal haemorrhage, dry skin, pruritus allergic, headache, uterine enlargement, ovarian cyst, hormone level abnormal, erythema, dental caries, ovarian enlargement, thyroid hormones decreased, blood cholesterol increased, the last episode of uterine prolapse, frustration tolerance decreased, menstruation delayed, muscle spasms, uterine tenderness, lactation disorder and lividity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, blood cholesterol increased, dental caries, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, frustration tolerance decreased, gingival discolouration, headache, hormone level abnormal, lactation disorder, lividity, menorrhagia, menstruation delayed, migraine, muscle spasms, ovarian cyst, ovarian enlargement, pelvic pain, pruritus allergic, rash, skin disorder, thyroid hormones decreased, toothache, uterine enlargement, uterine tenderness, vaginal haemorrhage, weight fluctuation and uterine prolapse to be related to essure. The reporter commented: most symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.005 kgs. Allergy test - in june 2017: cobalt dichloride,isothiazolinone mix allergies hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes ultrasound scan vagina - on an unknown date: the coils couldn't be seen. Concerning the injuries reported in this case, the following ones were described in patient¿s social media :the coils could not be seen, ovarian enlargement, uterine prolapse, high cholesterol, thyroid hormones decreased, delayed period, frustration, lactation disorder nos, sensitive uterus, muscle spasm, livid most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters information added. Events:the coils could not be seen, ovarian enlargement, uterine prolapse, high cholesterol, thyroid hormones decreased, delayed period, frustration, lactation disorder nos, sensitive uterus, muscle spasm were added. Lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("the coils could not be seen") in an adult female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. Concomitant products included antiallergic agents, excl corticosteroids, ibuprofen, oral contraceptive nos and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe, lower abdominal pain/severe cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe abdominal distention/bloating"), gingival discolouration ("blackened gum lines"), toothache ("painful teeth"), skin disorder ("skin breakdown"), rash ("rashes on her arms, knees, ears and underarms ,skin rash"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), allergy to metals ("allergies/sensitivity to metal/tested positive for allergies to cobalt dichloride abd isothiazolinone mix"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dry skin ("allergic or hypersensitivity reaction type:dry patches"), pruritus allergic ("allergic or hypersensitivity reaction type:itching"), headache ("headaches"), uterine enlargement ("other injury(ies) or complication (s) please describe:enlarged uterus"), ovarian cyst ("other injury(ies) or complication (s) please describe:ovarian cyst"), uterine prolapse ("other injury(ies) or complication (s) please describe:prolapsed uterus"), hormone level abnormal ("hormonal changes"), erythema ("redness"), dental caries ("tooth decay"), ovarian enlargement ("enlarged left ovary"), thyroid hormones decreased ("low thyroid"), blood cholesterol increased ("high cholesterol"), frustration tolerance decreased ("frustrated"), menstruation delayed ("delayed period"), muscle spasms ("muscle spasm"), uterine tenderness ("uterus senesitive to touch"), lactation disorder ("im producing milk") and lividity ("livid"). The patient was treated with morphine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dysgeusia, abdominal distension, gingival discolouration, toothache, skin disorder, rash, dyspareunia, fatigue, migraine, alopecia and weight fluctuation had not resolved and the device dislocation, vaginal haemorrhage, dry skin, pruritus allergic, headache, uterine enlargement, ovarian cyst, uterine prolapse, hormone level abnormal, erythema, dental caries, ovarian enlargement, thyroid hormones decreased, blood cholesterol increased, frustration tolerance decreased, menstruation delayed, muscle spasms, uterine tenderness, lactation disorder and lividity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, blood cholesterol increased, dental caries, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, frustration tolerance decreased, gingival discolouration, headache, hormone level abnormal, lactation disorder, lividity, menorrhagia, menstruation delayed, migraine, muscle spasms, ovarian cyst, ovarian enlargement, pelvic pain, pruritus allergic, rash, skin disorder, thyroid hormones decreased, toothache, uterine enlargement, uterine prolapse, uterine tenderness, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: most symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.005 kgs. Allergy test - in (B)(6) 2017: cobalt dichloride,isothiazolinone mix allergies hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes ultrasound scan vagina - on an unknown date: the coils could not be seen. Concerning the injuries reported in this case, the following ones were described in patient¿s social media :the coils could not be seen, ovarian enlargement, uterine prolapse, high cholesterol, thyroid hormones decreased, delayed period, frustration, lactation disorder nos, sensitive uterus, muscle spasm, livid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.